Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. Functional testing was performed and the test failed. A review of the data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no vibration on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.